Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette when removing it from the cycler cassette compartment at the end of pd treatment. The patient did not receive any alarm from the cycler. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The pdrn was advised to discontinue the use of the cycler and revert the patient to alternate treatment options. A new cycler was issued to the clinic. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was completed with cycler. The patient went to the emergency room that evening because they felt abdominal distention. The pdrn indicated the patient had taken a laxative prior to symptoms. The patient was not admitted but kept under surveillance, placed on prophylaxis keflex (strength, dose, and route of administration is unknown), and sent home. The pdrn indicated there were no other symptoms, aes, or medical intervention required since the date of the event. The clinic has received a new cycler which is working well. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The reported cycler has been scheduled to be returned to the manufacturer for physical evaluation.